Manufacturer narrative:
Exact date unknown, event occurred based on the day the patient met with the physician. On (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17553439.

Event description:
It was reported that the patient was experiencing localized pain at the upper part of her back and the physician does not know what caused the infection especially since the leads have not been surgically touched in over three years. The patient was prescribed with oral antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and lead were not returned.

Event description:
It was reported that the patient was experiencing localized pain at the upper part of her back and the physician does not know what caused the infection especially since the leads have not been surgically touched in over three years. The patient was prescribed with oral antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and lead were not returned.